Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for low impedance. Additionally, thousands of automatic mode switch (ams) due to ra lead noise occurred. It was suspected that the ra lead had an insulation issue. It was further reported that the right ventricular (rv) lead exhibited rising pacing impedance. A connection or tissue issue was suspected regarding the rv lead. The leads remain in use. No patient complications have been reported as a result of this event.